Event description:
It was reported that the patient collapsed with asystole. The device had no output and could not be interrogated. The device was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) upon analysis it was reported that the ema wirebond was loose/detached.